Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer the patient was admitted to the hospital with abdominal pain for 3 days, and on february 20, ultrasound-guided PICC puncture and placement of the right side of the vein was carried out, with an insertion length of 35.7 and 4 cm of exposure, and the process went smoothly. On march 7, at 8:30, the nurse in charge of the daily maintenance of the PICC found that there was a rupture of the exposed end of the catheter at 2 cm. The nurse immediately reported the rupture to the doctor in charge and the sedation nurse, and the catheter was removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a powerpicc with what appears to be a drop or possibly bubble located between the 2 and 3 cm depth markers. The drop or bubble indicates the presence of a leak; however, no details of the damage could be seen in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.